Manufacturer narrative:
Philips has investigated this complaint. It was reported that the wireless footswitch needs to be replaced. Customer reported that there was no system malfunction. Customer confirmed that while system installation wfs base station was missing. Philips field service engineer (fse) backordered and installed a new wfs base station system. After the installation of base station, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device's wireless footswitch needed to be replaced. No harm was reported to philips. Philips has started an investigation of this complaint.